Event description:
On (B)(6)2010, the following info was provided to cook endoscopy: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion omni-tome sphincterotome. The sphincterotome was difficult to remove from the endoscope post procedure. The rptr indicated the sphincterotome became lodged on something during removal from the endoscope. Once the sphincterotome was removed from the endoscope, it was noticed that the cutting wire had separated from the catheter on the distal end. The user was not sure when the cutting wire damage occurred. The procedure was completed using another sphincterotome. No portion of the device detached inside the pt. On (B)(4) 2010, the device was returned for eval. Upon evaluation, we confirmed a section of the cutting wire securing component (approx 3mm in length and 0.5mm in diameter) has broken and detached from the device. Although the initial report indicated that no portion of the device detached inside the pt, the info on the location of the missing section of the securing component was unable to be provided. Therefore, this report is being provided out of an abundance of caution. If additional info is provided, a follow-up medwatch report will be submitted. Our laboratory results were provided to the initial rptr. Info regarding the location of the missing section has been requested but not provided. Info collected thus far indicates the pt did not require any additional medical procedures due to this occurrence and the pt did not experience any adverse effect due to this occurrence.

Manufacturer narrative:
Eval: our laboratory eval of the product said to be involved confirmed the cutting wire securing component has pulled loose from the catheter at the distal end. The cutting wire remains secure to the sphincterotome at the proximal end. A section of the cutting wire securing component has broken and detached from the device. The broken section is estimated to be 3mm in length and 0.5mm in diameter. The broken section was not included in the return. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. At the time the complaint was received, product from the lot number said to be involved remained in finished goods inventory. One device was returned for eval. During our laboratory analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory chanel that is 2.8mm in diameter (model number olympus jf-1t). The device functioned as intended. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Separation of the cutting wire securing component from the catheter and component breakage can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees, as this may damage the sphincterotome. This type of damage can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could have contributed to breakage of the cutting wire securing component. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. This activity will aid in device preservation. Other factors that can contribute to this occurrence include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.